Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and received a persistent sensor error while the phone displayed an activation prompt, and it was determined the user had not scanned and paired the new sensor with the phone, leading the pump to show a sensor error due to loss of connection with the previous sensor; the user was guided to scan the new sensor and confirmed warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding correct pairing and sensor activation workflow. Investigation of this case revealed the issue was due to incorrect or incomplete pairing of the new sensor, with the pump reflecting unavailability of the prior sensor connection. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.